Manufacturer narrative:
Concomitant medical products: product ID 3037, product type: programmer, patient. Product ID 3889-28, lot# va0jl4w, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient started to have symptoms of having "a lot" of bowel movements about 2-3 weeks ago. In addition, the patient was not urinating much which started about two days prior. The patient had a loss of therapeutic effect. The patient indicated that they needed to increase stimulation because they were not urinating much. The healthcare provider got the patient to catheterize from 6-8 times in 24 hours to 2-3 times in 24 hours. The patient stopped having urges as well. With assistance, the patient was able to increase stimulation from 2.2v to 2.3v on program 2. The patient did not understand the patient manual. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.